Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings from their adc freestyle libre 2 sensor and reported 3 sets of reading comparisons which were all taken on the same day. Customer reported horizontal trend arrows and a low reading of 89mg/dl which was lower than a lab reading of 288 mg/dl, a second low reading of 96mg/dl which was lower than a lab reading of 290 mg/dl, and a third low reading of 70mg/dl which was lower than a lab reading of 293 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.